Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. While the medical records do show that the patient had a fistula, the medical records do not suggest involvement of the composix kugel hernia patch. Fistula, however is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2006 - patient underwent an open ventral incisional hernia repair with implant of a bard/davol composix kugel hernia patch. Operative details note adhesions from multiple previous surgeries which were lysed at this time. (B)(6) 2011 - patient was diagnosed with large enterocutaneous fistula per CT scan of the abdomen/pelvis. (B)(6) 2012 - patient diagnosed with enterocutaneous fistula.